Event description:
It was reported that the ilet stopped dosing after the user¿s continuous glucose monitor (cgm) sensor failed and the user attempted a ghost meal announcement that was not accepted due to no glucose reading available. The user declined bg-run mode, performed fingerstick checks, reported high glucose without disclosing glucose level, and self-administered 25 units of backup subcutaneous insulin. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.